Manufacturer narrative:
An event regarding fracture of the tab involving a gmrs extension piece 80mm was reported. The event was not confirmed. Method and results: device evaluation and results: device evaluation was not possible as the component was not returned. Medical records received and evaluation: medical review was not performed as records were not provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: based on the information provided the fracture of the connection flange (tab) occurred in the 80mm extension piece at the point of connection to the 40mm extension piece however as the component was not returned and no medical records were provided this cannot be confirmed. The exact cause of the event could not be determined as insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had an krh all-poly tibia, & gmrs distal femoral component long cemented stem with multiple extension pieces at md (B)(6) about 10 years ago. Plan was to go in and revise tibia to mrh baseplate with modular cemented stem and leave the femoral component in place. Upon entering the knee joint a large amount of "black tissue" was seen in the knee joint/capsule. When the knee was dislocated it was discovered that the femoral component is loose at one of the extension piece junction. A fracture was seen on the 80mm extension piece with a large portion of metal missing at the connection flange. The procedure carried on in the standard fashion with the long cemented stem staying in place and a new gmrs distal femur was implanted with mrh tibia.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to surgeon refusal. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had an krh all-poly tibia, and gmrs distal femoral component long cemented stem with multiple extension pieces at (B)(6) about 10 years ago. Plan was to go in and revise tibia to mrh baseplate with modular cemented stem and leave the femoral component in place. Upon entering the knee joint a large amount of "black tissue" was seen in the knee joint/capsule. When the knee was dislocated it was discovered that the femoral component is loose at one of the extension piece junction. A fracture was seen on the 80mm extension piece with a large portion of metal missing at the connection flange. The procedure carried on in the standard fashion with the long cemented stem staying in place and a new gmrs distal femur was implanted with mrh tibia.